Event description:
The user facility reported that a hospital employee was removing a processed load from the middle shelf of a sterilizer loading car when the top shelf support became unhooked on one side, swung down, and struck her foot. The employee went to the facility emergency room where she received x-rays and a soft cast. The user facility reports that the employee has fully recovered and has no sustaining injuries.

Manufacturer narrative:
The user facility could not identify which loading car was subject of the event and as such the steris technician inspected all nine loading cars and found no issues with the shelf support hardware. The technician stated the user facility places large and heavy loads onto loading cars and during his inspection observed bent shelf modules and worn wheels. The cause of this event is from overloading the middle shelf, which when removing a container caused it to contact the top shelf and unhook the top shelf support on one side. The operator manual on pp 3-1 states "warning - personal injury hazard: do not overload loading car shelves. See operating instructions for maximum distribution load per shelf and car. Distribute loads evenly on shelves." Steris has scheduled in-service training on the proper use and operation of the loading car for (B)(4) 2011.